Event description:
It was reported that the patient died. The patient presented experiencing chest pain and anteroseptal myocardial infarction. Coronary angiogram (cag) revealed double vessel coronary artery disease of the left anterior descending (lad) and left circumflex (lcx) arteries. A 3.00 x 28 mm synergy xd was implanted in the lad followed by a 3.50 x 16 mm promus premier in the lcx. After post-dilation of the stents, generalized slow flow/no flow was noted in both arteries leading to worsening left ventricular (lv) function and refractory cardiogenic shock. The patient went into cardiac arrest and died despite resuscitation attempts. The official cause of death was noted as no flow, low lv function and cardiogenic shock.